Event description:
It was reported that the 3 way valve was cracked and leakage occurred during use with a bd connecta¿ multiflo¿ 3-way multiple infusion manifold. The following information was provided by the initial reporter, translated from chinese to english: the nurse found that the liquid leaked out during the infusion, and found that there was a crack in the three-way valve, causing the drug to leak.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8093837. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Based on investigation results to date, root cause for manufacturing process cannot be determined.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 3 way valve was cracked and leakage occurred during use with a bd connecta¿ multiflo¿ 3-way multiple infusion manifold. The following information was provided by the initial reporter, translated from chinese to english: the nurse found that the liquid leaked out during the infusion, and found that there was a crack in the three-way valve, causing the drug to leak.